Event description:
It was reported that patient complained of knee pain. Dr. Decided to swap out the poly in the patients knee to correct. Upon the swap, dr. Determined that the knee had some laxity in flexion.

Manufacturer narrative:
The associated device was returned and evaluated. The component was inspected visually to determine the cause of the complaint. No destructive analysis was conducted during this investigation. Both the articulating and non-articulating surface of the insert are worn and have scratches present. The locking mechanism shows no signs of damage. The insertion/extraction slot has deformation, likely due to insertion and/or removal. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and no clinical information has been provided for inclusion in this investigation. However, based on the product evaluation the root cause of the loosening was a procedural related event. The impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.